Event description:
Suspected major abdominal blood vessel perforation during laparoscopic hernia repair. Pt bleed, surgery changed from laparoscopic to open laparotomy. Evidence that coagulopathy developed and pt died next day.